Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (sess) was returned with blood on the stent implant and on the handle, consistent with handling. There was blood and saline in the distal sheath. The reported partial deployment was confirmed. The stent implant was partially deployed 5 cm over the tip. The stent implant struts were broken on the third row at the distal end but was still attached by one strut. Because this stent damage was not reported, it may be possible that the damage is due to handling after the premature deployment and during packaging for return to abbott vascular. There was no other damage noted to the stent implant. The distal sheath was kinked at the distal end of the proximal marker, likely due to handling. The outer member was returned pulled out of the distal end of the strain relief tubing. The proximal end of the outer member was located 27 cm distal to the strain relief tubing. The distal end of the handle was partially opened and there was a small gap. This damage was not reported and is consistent with manipulation and/or mishandling of the device prior to returning to abbott vascular. There was no other damage noted to the sess. The handle lock was in the locked position. The stylet was not returned. After opening the handle, observed the rack was in the distal position and not retracted. There was no damage noted to the internal mechanism. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, a conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. The tip mandrel was not returned, indicating that it had been removed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported premature deployment and subsequent damage to the stent and delivery system could not be determined. However, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during preparation, when the stylet was removed from the tip of the device, the distal stent edge looked partially deployed. The device was not used on the patient. No additional information was provided.